Event description:
Underdelivery reported. The pump had been set to infuse dobutamine in a pt's home at an unspecified rate. The family called the home infusion nurse to report the pump was now off, but had indicated delivery of only "one half of the expected delivery amount" though the IV container "looked as if it is still full." When the home health nurse arrived at the pt home, she noted the pump was "dead". It was not infusing and had no screen display. She could not bring up any info to verify how much had actually delivered. It is not known if the pt's family turned the device off at any time. The pt's IV access had clotted. The pt is a hospice pt and it was decided to stop the infusion and to not replace the IV access site. There was no reported change in the pt's baseline status, no overt adverse effects were noted by the home health nurse.